Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that he mesher seemed to mash up the graft and get stuck in the mesher. The surgeon punctured the graft with a no.15 blade instead of using the mesher. There was 5 min delay and no harm reported. The same mesher was used on two different patients before we realized the problem. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Product review of the skin graft mesher by zimmer biomet on 31 july 2019 that the initial inspection showed that the bushing was missing from one of the old style sideplates which would affect the calibration of the device. It was also noted that the roller, cutter, and ratchet parts were worn and need replaced. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the roller, cutter, and ratchet parts. A new style handler was also put on to match the new sideplates. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Although several components were found to require replacement, the reported event was never exclusively confirmed during inspection of the device. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.